Event description:
It was reported that mobile app repeatedly crashed while caller attempted to pair pump with mobile device, and pump did not remain paired after app relaunch. There was no reported impact to the customer¿s blood glucose level. Caller attempted multiple troubleshooting steps, including uninstalling and reinstalling app, forgetting pump from bluetooth menu, and resetting pump, but issue persisted, so technical support arranged replacement pump under warranty, confirmed shipping details, and instructed caller to use backup insulin pump for insulin delivery, place problematic pump into storage mode, return it within required timeframe using provided materials, and then program pump settings and reconnect continuous glucose monitor on replacement pump.